Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: flooding was newly confirmed during an inspection of the product by the repair department. It is presumed that the cable was flooded due to water entering through the scratches on the cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited flooding due to cable scratches. There was no patient involvement.